Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (cartridge alarm 19) occurred during basal delivery. There was no impact to the customer's blood glucose level. The customer was able to load another cartridge onto the pump and resume insulin delivery.